Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the front panel membrane was returned. Extensive testing of the membrane was unable to duplicate the customer's report. The membrane was scrapped. The customer received a replacement front panel membrane. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to select the energy level on the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.